Event description:
During an in clinic follow up, a loss of capture was noted on the right ventricular (rv) lead. Repositioning was attempted on the rv lead however, the helix was unable to retract. The lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection of the lead found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to helix being clogged with blood/tissue and overtorque of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.